Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and replaced the gui liquid emitting diode (led) printed circuit board(pcb) and the analog interface pcb. The ventilator passed all tests.

Event description:
It was reported that during patient use, the graphical user interface (gui) inop light came on. The ventilation was not interrupted but the patient was transferred to another ventilator with no harm.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.